Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3652 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of salpingitis isthmica nodosa (left oviduct), endocervical polyp and chronic cervicitis on (B)(6) 2020, ex-smoker, morbid obesity (51.61 kg/m2), keratosis, delivery (2), pregnancy (2), breast tenderness, premenopause and breast cyst on (B)(6) 2020, sleep apnea and abnormal uterine bleeding. The patient had a family history of breast cancer (mother has breast cancer.). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 4185 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic hysterectomy, bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: date discrepancy noted in drug explant date (B)(6) 2019 and (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: diagnoses: a. Uterus, cervix, bilateral fallopian tubes and ovaries and portion of vagina: acute and chronic cervicitis. Secretory endometrium. Endocervical polyp. Leiomyomata of myometrium, two, intramural. Lipoleiomyoma of myometrium, one, intramural. Ovarian serosal adhesions, bilateral. Fallopian tubes showing essure devices bilaterally with focal acute and chronic salpingitis. Paratubal cysts, bilateral. Salpingitis isthmica nodosa, left oviduct. No evidence of stic or malignancy identified specimen source: a. Uterus, cervix, bilateral fallopian tubes and ovaries and portion of vagina clinical information: diagnosis/clinical information: brca-2 positive, abnormal uterine bleeding post-op diagnosis: gross description: attached to the body of uterus is a left fallopian tube with fimbriated end measuring 9.1 cm in length and up to 0.8 cm in diameter. Within the lumen of the fallopian tube is a segment of coiled wire. The wire is distorted upon removal from the tube and measures 14.5 cm in length and 0.2 cm in diameter. Also attached to the body of uterus is a right fallopian tube with fimbriated end measuring 9.8 cm in length and up to 0.8 cm in diameter. A segment of coiled wire is present in the lumen of the fallopian tube and measures 4.8 cm length and 0.2 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Medical history, lab data added, drug explant date updated, reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2009, the patient had essure inserted. On (B)(6), 2019, 3652 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.